Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during one day post-op device check, the left ventricular lead exhibited loss of capture in all the vectors. Lead dislodgement was suspected. The lead was programmed off.